Event description:
During introduction of the large piece of mesh through the trocar - 10 mm- a rubber valve on the trocar was pushed with the mesh into the peritoneal cavity. The rubber valve measured 1.5 mm x 3 mm - sq perimeter with open circular center -1 mm - -1.5 mm thin; 3 mm in width shape of a small circle -not radiopaque.